Manufacturer narrative:
Additional information can be found in the following sections: d10, g4, g7, h2, h3, h4, h6, h10. Corrected information can be found in the following fields: d4. 61- intuitive surgical, inc. (Isi) received the harmonic ace curved shears instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the reported complaint. The instrument was found with the entire teflon pad missing off of its slot on the clamp arm. The missing material was approximately 0.45¿ x 0.10¿ in size and was not returned. The known common cause of this failure is mishandling/misuse. A review of the instrument log for the instrument associated with this event was performed. Per logs, the instrument was last used on system sk1406 on (B)(6) 2020. This is a single use instrument. The da vinci 8 mm harmonic ace curved shears is a single-use, sterile instrument used to deliver ultrasonic energy to enable transection and coagulation of tissue. It is designed to be used in conjunction with a compatible da vinci surgical system and a compatible ethicon endo-surgery generator and hand piece. Based on the additional information obtained from failure analysis investigation, this complaint is being reclassified as a non-reportable event due to the following conclusion: the fragment that fell inside the patient was retrieved during the same procedure and there were no further issues. The procedure was completed with no patient harm, injury or adverse outcome. The instrument was returned for evaluation and failure analysis investigation concluded that the root cause was due to mishandling/misuse. This event is considered not reportable as this failure mode did not cause or contribute to a death or serious injury, did not require surgical intervention, there is no other malfunction to consider and the instrument breakage that resulted in an unintended fragment falling into the patient was caused by user mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An RMA was issued to the customer requesting to have the harmonic ace curved shears instrument returned; however, isi has not received the RMA to confirm/identify any reportable failure mode(s). Isi has made several attempts to obtain the RMA with no success. A log review was conducted for system sk1406 on 5/11/2020 and a harmonic ace curved shears instrument was used on the system matching the provided batch/lot number. As the harmonic ace curve shears is a single use instrument, the instrument was on its first and final use when the event occurred. A review of the site's complaint history identified no other reportable complaints related to this event or this instrument. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a fragment from the harmonic ace curved shears instrument fell inside the patient. All fragments were retrieved during the same procedure, and no additional surgical intervention was required. However, unintended fragments falling into the patient may require surgical intervention. The product malfunction could cause or contribute to an adverse event if the failure were to recur. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, a white plastic piece from the harmonic ace curved shears instrument fell into the patient in the first five minutes of use. The piece was retrieved in the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of date of this report.